Manufacturer narrative:
Update patient code 1, updated conclusion code 1.

Manufacturer narrative:
Updated event description. Updated. Added method code 2, evaluation summary: the device catheter was returned to gore for evaluation. The device evaluation showed the following: engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water was observed leaking out of the manifold. No visible gap existed between the manifold lid and the spine. The manifold lid has a silicon gasket around the inside. The manifold lid is attached to the manifold through the addition of glue to glue ports and the guidewire lumen trough. The leak was observed in an area where only the silicone gasket was present. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The returned device does not provide any element to support the physician¿s observation of a contained aortic rupture. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket. The likely cause for the reported contained aortic rupture could not be determined with the available information.

Event description:
The following was reported to gore: on august 02, 2018, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was stated that the trunk-ipsilateral leg endoprosthesis was leaking blood through the deployment handle. The blood appeared to be coming from the section where the flush port is attached to the handle. An attempt to tighten this section was unsuccessful. The patient lost approx. 100ml of blood. After the trunk-ipsilateral leg endoprosthesis was successfully deployed, the final angiography run showed a proximal type I endoleak. The physician used a coda balloon to balloon the proximal section again which resulted in a contained aortic rupture. A gore® excluder® aaa aortic extender endoprosthesis was immediately advanced and ballooned and reportedly the rupture was sealed. A small proximal type I endoleak remained at the same location as the original leak. On august 3, 2018, a follow-up CT showed no remaining endoleak. Additionally it was stated that at no point during the implant procedure the patient became unstable. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After the trunk-ipsilateral leg endoprosthesis was successfully deployed, the final angiography run showed a proximal type I endoleak. The physician used a coda balloon to balloon the proximal section again which resulted in a contained aortic rupture. A gore® excluder® aaa aortic extender endoprosthesis was immediately advanced and ballooned and reportedly the rupture was sealed. A small proximal type I endoleak remained at the same location as the original leak. On (B)(6) 2018, a follow-up CT showed no remaining endoleak. Additionally it was stated that at no point during the implant procedure the patient became unstable. The patient tolerated the procedure.